Event description:
It was reported that the event occurred in the cath lab. The user inserted the iab-05840-lws via femoral without issue. The pump was not able to follow the ECG and or the arterial pressure provided by the fiber optic transducer of the iab. Apparently the ap signal was attenuated (thin) or dumped in some way. As a result, the iab was removed. The second iab inserted was an arrow iab-05830-lws via the same insertion site and used successfully. Iabp therapy went on as planned. There was no report of patient death, complications or injury. No medical or surgical intervention was required. There was an unknown time of delay or interruption in therapy with no cause harm to the patient noted. Additional information received on (B)(6) 2015 from the distributor: a sheath was used for the first insertion. The iab and sheath were removed together as one unit successfully. There was an approximate 15-20 minute delay or interruption in therapy noted with no cause harm to the patient.

Manufacturer narrative:
(B)(4).